Event description:
This lead was attempted for implant on (B)(6) 2013 but client was dissatisfied with product. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).